Manufacturer narrative:
H6: investigation: problem statement: customer reported complaint on a bd facscanto ivd ¿ 337175 that their graph looks abnormal and could be erroneous results on ivd sample. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from (B)(6) 2019 to date (B)(6) 2020. Complaint trend: this is the only complaint, related to the issue of the graph looking abnormal obtaining erroneous results. Manufacturing device history record (DHR) review: DHR part # 337175 serial # (B)(6), file # 338073-v07300610-900083104-06, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result/analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of why the customer¿s graph looked abnormal obtaining erroneous or incorrect results, could not be determined. The fse (field service engineer) instructed the user to restart the machine because they noticed the signal to be unstable. After the restart the instrument was tested and was performing as expected. No further repairs were needed, and no parts were replaced. Although the instrument was used for clinical use and the unexpected results were from patient samples, it was for experimental use and no patient was treated nor harmed from incorrect results. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facscanto¿ flow cytometer instructions for use - #23-14730-03, starting on page 149. After the instrument was rebooted, it was tested and functioning as expected. The safety risk is moderate, s3, and there was no impact to patient health or safety. Service max review: review of related work order #: (B)(4). Case # (B)(4). Install date: (B)(6) 2006. Defective part number: n/a. Work order notes: subject/reported: pi-337175-facscanto-image abnormal. Problem description: the facscanto experimental image is a rocket diagram, and the clinical specimens of the patient are used for the experiment. It is not used for the treatment of the patient sun guoqiang. Work performed: instruct the user to restart the machine and the instrument runs normally. Cause: unstable signal. Solution: instruct the user to restart the machine and the instrument runs normally. Returned sample evaluation: a return sample was not requested because no parts were replaced. Risk analysis: risk management file part # #338960-03ra, version a, bd facscanto ii flow cytometer (optics) fmea was reviewed. The severity rating in this file is ¿3¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 whereby the unexpected result is obvious or indicated by additional (warning) information and hence the impact to the patient is negligible to none. The current mitigations are adequate with rpn under acceptable range no new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes,no. Item: 1. Red laser: function: 1.1 excites red dyes. Potential failure mode: 1.1.2 unstable power. Potential effects of failure: 1.1.2.1 excessive noise (detection sensitivity specifications not met). Potential causes/mechanisms of failure: 1.1.2.1.1 temperature outside of working temperature range. Current controls: none. Recommended actions: n/a. Responsible party: n/a. Target completion date: n/a. Actions taken: n/a. Sev: 3. Occ: 2. Det: 7. Rpn: 42. Item: 2. Blue laser. Function: 2.1 excites blue dyes. Potential failure mode: 2.1.2 unstable power. Potential effects of failure: 2.1.2.1 excessive noise. Potential causes/mechanisms of failure: 2.1.2.1.1 temperature change. Current controls: tec control in laser. Recommended actions: n/a. Responsible party: n/a. Target completion date: n/a. Actions taken: n/a. Sev: 3. Occ: 2. Det: 7. Rpn: 42. Mitigation(s) sufficient: yes, no. Root cause: based on the investigation results the root cause could not be determined. Conclusion: based on the investigation results, the root cause of why the customer¿s graph looked abnormal while acquiring data on the facscanto instrument could not be determined. A simple restart of the instrument and system resolved any issues. The instrument was performing as expected. No one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk is low and there was no impact to patient health or safety.

Event description:
It was reported that there were erroneous results on patient samples during use with a bd facscanto¿ ivd. Results were not reported and there was no impact to patient. The following information was provided by the initial reporter, translated from chinese to english: the facscanto experimental graph abnormal. Additionally, on 2020-08-25 the bd sales consultant provided the following additional information: there was no impact to patient samples and no physical harm/injury due to the issue. No incorrect results been used. No delay or altercation of treatment due to this problem.

Manufacturer narrative:
Medical device expiration date: na. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there were erroneous results on patient samples during use with a bd facscanto¿ ivd. Results were not reported and there was no impact to patient. The following information was provided by the initial reporter, translated from (B)(6) to english: the facscanto experimental graph abnormal. Additionally, on 2020-08-25 the bd sales consultant provided the following additional information: there was no impact to patient samples and no physical harm/injury due to the issue. No incorrect results been used. No delay or altercation of treatment due to this problem.